Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon notices that the fenestrated bipolar forceps instrument were not able to manipulate properly. After inspection it was noticed that the instrument cords were broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the head of the surgeon was inside the high-resolution stereo viewer. The instrument was able to move but the wrists were not able to articulate. The movements scale properly, but the movements of the wrist are chaotic, not as the surgeon intended. There was no shakiness or friction experienced.